Event description:
It was reported that during an anterior lumbar interbody fusion (alif) l5 - s1 procedure the socket wrench broke. Piece broke off of the tip. X-rays confirmed that no broken pieces were left in the pt. Surgeon used another device to complete the procedure. Per additional information, it was discovered that the screw fell out of the vertebral body spreader, leaving the spreader nonfunctional. No pt involvement. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the tip broken. Break covers two of the hex feature sides and deep as the hex feature. The shaft contained dents and scratches indicative of usage. Measurement were in specification. A review of the device history record did not reveal issues that could have contributed to the reported issue. Physical dimensional verification was not completed due to a portion of the sample not received.